Event description:
Boston scientific received information that during a routine device follow-up, it was observed that this cardiac resynchronization therapy defibrillator (crt-d) had eroded through the patient's skin and was exposed. The patient was hospitalized and the device and associated leads were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.